Event description:
It was reported that the ilet did not charge on the provided charging pad, displaying a solid green light without increasing charge, while the charging pad successfully charged an iphone; the user noted a blood glucose of 250 mg/dl and transitioned to subcutaneous insulin via pen, consistent with a device energy storage problem attributable to the battery component and a premature discharge of the battery. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem linked to the battery with premature battery discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.